Event description:
Follow up information reported that the patient¿s infection had resolved and that they had not been re-implanted with any devices. Additional follow up information received 8 days later reported that blood cultures taken did not come back positive. The patient felt like they had a urinary tract infection and urine cultures were taken but came back as no infection found. It was reported that the patient was treated with antibiotics prophylactically. No testing was performed on the implantable neurostimulator (ins) to rule it out as a cause. It was noted that no cause of the patient¿s symptoms was found but they did resolve. Patient symptoms of pain while urinating was reported and no other symptoms were noted. The ins was removed as precautionary measure and disposed of. The patient was reported as doing well and there were no plans to re-implant the ins at the time of this report.

Event description:
It was reported that the patient had an infection and the physician removed both the implantable neurostimulator and lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# va04yvn, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va04yvn, implanted: (B)(6) 2013, product type: lead. (B)(4).